Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was no visible damage to the cable, but a damaged pulse wire was found in the cable connecting the distribution node (dn) and rear therapy electrode (te) at the j2 tab of the rear te. The cause of the check belt messages and incoming test failure is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire. Patient was received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.